Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the hem-o-lock clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, customer reported that the hem-o-lock clip applier instrument had clip application failure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was not related to clip applier jaws remaining static/not moving. The issue was not related to unexpected motion of clip applier while attempting to clip (e.g., the instrument¿s jaw swayed to the side). The issue was related to unsuccessful clip application (e.g., incomplete closure of clip). The issue was not elated to clip opening after closure of the clip. Hem-o-locks, were used for the procedure. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10 mm for medium-large clip applier. 13mm for large clip applier. Issue occurred on the 2nd clip application. A backup was used to resolve the issue. No photos and/or videos of this event available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm large hem-o-lok clip applier instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end. As a result of the full break, functional testing for motion related issues cannot be performed.

Event description:
Refer to h11 for follow-up information.